Event description:
Healthcare professional reported "ruptured". This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification for d.4. Device information: device with lot number 566333 and a blurred catalog number was received in the lab on 26/jan/2026. This has been identified to be a sublot of lot number 566742. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening, an opening through microscopic inspection assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will be returned.